Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with blood glucose measured at 393 mg/dl and elevated for longer than six hours; the agent advised replacing supplies and the infusion site, and the user reported using a contact detach steel infusion set and declined further assistance. Symptoms included high blood glucose. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting guidance. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with undetermined cause and that guidance was provided to perform a full supply and infusion site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.